Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The field service engineer (fse) inspected the system on-site but could not replicate the issue. No parts were replaced, and the system remains in clinical use and functioning as expected. A complete set of device logs was received and analyzed and show that the system was not used on the reported date (march 11, 2025). Events from march 10 and 12 were analyzed. Successful system checkouts were performed, and no technical malfunctions were recorded in the system log, indicating that there was no technical malfunctions during the event. On march 10, automatic gas control (agc) was activated on two occasions in different cases. In both, alarms for low etco2, rr high/low, leakage, and low fio2 were triggered, making agc unusable. Manual mode was selected, and alarms persisted. The o2 flush was used multiple times without resolving the alarms. Based on the available information and device log evaluation, there is no evidence to suggest a technical malfunction in the anesthesia system. The root cause of the reported event remains undetermined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia system generated an alarm for low fio2. There was no patient harm. Manufacturer's reference#: (B)(4).

Manufacturer narrative:
The unique identifier (UDI)# information is not available since the device was manufactured before 10/18/2015. Date of implementation of UDI in manufacturing.